Manufacturer narrative:
(B)(4). Investigation results: a fully constrained wallflex biliary fully covered rmv stent was returned for analysis. Visual evaluation of the returned device found that the outer sheath was broken at the outer diameter: proximal exterior tube ¿ endoscope interface (near the guidewire access sheath), the stainless steel tube was not actuated beyond its reconstrainment limit and the inner shaft was found kinked. Functional analysis found that it was not possible to deploy the stent using the delivery system as received due to the break in the shaft, however, it was possible to manually deploy the stent. No issues noted with the stent and no other issues were noted with the device. Analysis of the returned device indicates that force was used in attempts to deploy the stent, which caused the kink at the inner shaft and the breakage of the sheath at the proximal exterior tube, and are likely attributable to anatomical or procedural factors, which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was to be used to treat a stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on an unknown date. According to the complainant, during the procedure, the stent failed to deploy. The delivery system was removed from the patient; the physician noted that the clear portion of the stent catheter ¿became stretched out¿. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed an MDR-reportable event based on investigation results which revealed that the sheath broke at the proximal exterior tube (near the guidewire access sheath).